Event description:
Country of complaint: (B)(6). Complaint description: tip damaged beyond use.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Complaint description: tip damaged beyond use. No harm to patient, no delay. By x-ray it was confirmed, that there is no particle in the patient. The staff assumes, the particle fell on the floor. There was no delay to surgery as they had another available. Evaluation on-going, based on OEM's opinion, force fracture caused by mechanical overload. These kind of instruments are designed for delicate use only. Hardness and material are according to the specifications. There are no hints for product or material deviations. Failure is user related. OEM performed visual and microscopic inspection. Compare product with specification : e.g. Q-standards, inspection. The results indicate that the product fully conforms, according to specifications. Information about the commercial decision based on the available results of analysis, the complaint is not justified. No further patient information was provided at the time of this report.